Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or battery out limit alarm noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage on motor or electronic assembly noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error due to customer jumped into the river with the insulin pump. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information provided.